Event description:
While doing a colonoscopy, the physician wanted to do a biopsy. As he passed the forceps through the channel, he pushed out a six inch long piece of a cleaning brush. Brush was removed atraumatically. The facility has not used that brand of brush since around (B)(6) 2010. This scope was used repeatedly from (B)(6) 2010 until (B)(6) 2010. We do not know how long the piece of cleaning brush was in the scope. Frequency: once. Dates of use: (B)(6) 2008 - (B)(6) 2008. Diagnosis or reason for use: cleaning biopsy channel of endoscope.